Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces for analysis measuring 34.3cm and 14.0cm, respectively. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath only was noted at 15.1cm to 15.3cm from the connector pin, caused by friction to the device can. The silicone insulation beneath was not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.